Manufacturer narrative:
(B)(4). The technical investigation concluded that the communication error was due to a controller error detected as a udp socket timeout. This is a known design defect relating a delay in the execution of controller commands.

Event description:
Unexpected shutdown during registration. At roughly 15:25 while moving arm during lateral scan portion of registration, the robot arm unexpectedly shut down. Telescopic support set at "1", patient under anesthesia, no incision made. Delay roughly 15 minutes, needed to restart registration. No obvious collision with patient, robot or arm. Patient positioned in supine neutral position.